Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
While troubleshooting with global technical services (gts), the caregiver stated that she changed out the cassette, but used the same bag. Gts explained that anytime a bag is disconnected, the supplies are compromised. Gts advised the caregiver to end therapy and start over with new supplies. Gts then walked the caregiver through ending therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. During troubleshooting, the patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.